Event description:
It was reported that the patient underwent a surgical procedure to have an artificial urinary sphincter (aus) explanted due to recurring incontinence and the pump not functioning properly. Upon explant, fluid loss was identified from the device, and a new aus was implanted. No patient complications were reported.